Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, 2 of the 4 teeth at the end of the instrument broke off during use. He was using a tube with an anti-torque handle attached. The set screw had previously been reduced in the screw head using the pencil handle on the key inserter so he was going back in to final tighten. He was applying downward force as well as twisting the torque handle but it wasn't fully seated in the set screw. T4 - l3 correction of scoliosis (B)(6) 2015. No delay to surgery.

Manufacturer narrative:
(B)(4). One (1) expedium verse di castle nut driver [product code: 2997-04-220, lot no: gm42488ne] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that one of the tabs on the castle nut driver distal tip had become fractured. The broken tab was not returned with the device. The fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture. No material defects or other abnormalities were observed in this analysis. Device is within the specified hardness specification guidelines. No issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Pra 103192117 and (B)(4) have been initiated to further investigate the failure of the castle nut driver tabs fracturing. All potential actions will be monitored and driven through those items. Thus, no further trending action will be taken as a part of this complaint file. The root cause for the castle nut tab becoming fractured cannot be positively determined. However, the fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture. (B)(4) has been initiated to further investigate the failure of the castle nut driver tabs fracturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.